Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed pulse testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a defective j1000 pca connector. The root cause for the defective j1000 connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor failed an incoming pulse test.